Manufacturer narrative:
The associated complaint device was returned for evaluation. The visual inspection of the returned device has fractured into three pieces. All pieces were returned. This device exhibits signs of significant use and wear. There is no lot number provided for this device. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the impactor's tip broke upon impaction during a thr. No delay reported. No patient injuries reported. An s&n backup was available.